Event description:
The customer reported that she had splashed cidex in her eye and wanted to know what to do. She had already flushed her eye with saline and was instructed to flush the eye for 15 minutes per the msds. A copy of the msds was faxed to her and it was recommended that she take it and see a physician. During a follow-up conversation, the customer inidicated that she had seen a ophthalmologist who diagnosed her with slight chemical burn to the right eye. He prescribed oxifloxin drops and told her to return if she had any further problems. She said the redness and pain had gone away by the next day.